Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the alaris pc unit displayed the error code 255-32784-275 forcing the device to shutdown. There was no information on patient involvement. Although request, no additional information was available.